Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during the surgery of reconstruction of acl of right knee, after insert into the joint, before firing, the shaft was broken, and the stop tub was deformed as the attached photo shows. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the needle appeared to be deformed, and still attached in the truespan gun. The implants and the suture were deployed. Also, the plastic sleeve of the device was damaged, due to it was bent near the needle; this damage reported can be confirmed. In the case of the broken failure, the photo do not provide enough evidence to confirm this condition; hands on analysis should provide the evidence necessary to replicate this mode. A manufacturing record evaluation was performed for the finished device lot number:6l60700, and no nonconformances were identified. We cannot determine a specific root cause for this failure reported. The possible root cause for the needle damage can be attributed when the needle was inside the joint and when the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction procedure on the right knee on (B)(6) 2021, it was observed that the shaft on the truespan 24 degree peek device broke and the stop tub was deformed after insertion into the joint. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.